Event description:
Patient was hospitalized for a unknown stomach ailment and does not know how long the hospitalization will be. The issue was not related to the medicine. Arxwp has not yet filled this medication for the patient.